Manufacturer narrative:
It was reported that when first opening the catheter, it was noticed that there was a foreign ¿small black piece of plastic¿ inside of the molded capsule holding the catheter. The catheter was replaced and the issue resolved. The procedure continued. A small black piece of plastic was free floating in package. The device was not used on the patient. Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. Catheter was returned without it¿s original package, as such, test cannot be performed due catheter returned condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following warning stated: the sterile packaging and catheter should be inspected prior to use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter wherein a foreign material issue was encountered. It was reported that when first opening the catheter, it was noticed that there was a foreign ¿small black piece of plastic¿ inside of the molded capsule holding the catheter. The catheter was replaced and the issue resolved. The procedure continued. A small black piece of plastic was free floating in package. The device was not used on the patient.

Manufacturer narrative:
On 5/21/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the device in good normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).